Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the lap colon procedure, the circular stapler fired and produced staples but did not cut tissue during a lap sigmoid procedure. The procedure was delayed by 10 minutes; cut tissue and opened up a second stapler. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Secondary device evaluation summary: the primary intent of the analysis was to mimic clinical use and evaluate performance. This device was received for further investigation, after initial analysis. Additional analysis was completed of the test skin staple heights and the results were found to be conforming. The device was CT scanned and then the device was reloaded with staples and a new washer. It was then hand fired into indicated tissue, crossing staple lines, with the indicators dialed down per the IFU (adjust the instrument until the tissue is adequately compressed for proper anastomosis. Wait 15 seconds to allow for adequate tissue compression. Confirm that tissue resistance is still felt; if there is no tissue resistance, turn the knob clockwise until tissue resistance is felt). The force to fire was high and there was minimal backdrive. The washer was uncut during the firing stroke. The device was difficult to remove after firing and the staple line was observed to be of poor quality. Photos were taken for the tissue staple line from this device. It is difficult to detect full staple formation in tissue compared to in test skin, but engineering judgement was used, and we believe the staples were not fully formed due to visibly high staples with unformed b shapes.

Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: the sales representative provided an overview of the event. There are four surgeons in the group and they operate in pairs. The lead surgeon fires the device. The procedure was a sigmoid. Anastomosis was end-to-side. The device stapled but did not cut. Questions from the team and responses provided by the sales rep: did they check the tissue donuts and also check the washers for complete transection? Yes where in the green range was the device fired? The surgeon feels for tension when closing, waits 15 seconds, then adjusts another approximately quarter turn. For the sigmoid case, the tissue is usually thicker so probably somewhere in the middle of the green range.